Manufacturer narrative:
Device received with no down and back button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform the displacement and self test due to buttons not responding.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a keypad anomaly. Customer experienced a low blood glucose and the low blood glucose value was blood glucose value was 67 mg/dl. Customer treated with food for low blood glucose. Customer also specified other relevant blood glucose value was 60 mg/dl. Customer specified that the back button was not working. Customer stated that the numbers were not ramping and the scroll bar was not moving with no input. The product will not return for the analysis.